Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the device never really worked. The caller called back and stated a manufacturer representative (rep) confirmed that stimulation is off. No further complications were reported.